Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; flat creases, linear opening. The leak test and microscopic analysis was performed which identified; a linear sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.